Event description:
It was reported that the pump was unable to be turned on due to the wake button not working. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. During troubleshooting with tandem technical support, it was found that the wake button and pump was functioning as intended. Customer acknowledged and continued using the pump for insulin therapy.